Event description:
It was reported the customer experienced elevated blood glucose levels. Reportedly, there was redness and bruising around some of the customers' infusion sites.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.